Event description:
It was reported that this right ventricular (rv) lead was suspected to have become dislodged or caused a perforation however at this time it has not been confirmed. Technical services (ts) was consulted about the right ventricular automatic threshold (rvat) programming and the rvat was in suspension mode. It was suspected the rvat was suspended due to low evoked response (ER). At a later date, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have become dislodged or caused a perforation however at this time it has not been confirmed. Technical services (ts) was consulted about the right ventricular automatic threshold (rvat) programming and the rvat was in suspension mode. It was suspected the rvat was suspended due to low evoked response (ER). At a later date, this rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates a perforation was confirmed by x-ray imaging. This product has not been returned for analysis. The device has been returned and analyzed.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have become dislodged or caused a perforation however at this time it has not been confirmed. Technical services (ts) was consulted about the right ventricular automatic threshold (rvat) programming and the rvat was in suspension mode. It was suspected the rvat was suspended due to low evoked response (ER). At a later date, this rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates a perforation was confirmed by x-ray imaging. This product has not been returned for analysis.